Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for five patient samples tested with multiple assays on the cobas c 503 module. The following assays were involved: crep2 creatinine plus ver.2, ca2 calcium gen.2, gluc3 glucose hk gen.3, and crpl3 c-reactive protein gen.3. The initial values were reported outside of the laboratory to clinicians, who reported back to the laboratory that there was something strange with the results. The first sample initially resulted with a creatinine value of 68.2 umol/l, which repeated as 90 umol/l. The second sample initially resulted with a creatinine value of 42.6 umol/l, which repeated as 81 umol/l. The third sample initially resulted with a creatinine value of 90.9 umol/l, which repeated as 111 umol/l. The fourth sample initially resulted with a calcium value of 137 mmol/l, which repeated as 2.47 umol/l. This sample initially resulted with a crp value of 10, which repeated twice with values of 3.32 and 16. No units of measure were provided for the crp assay. The fifth sample initially resulted with a glucose value of 0.708 mmol/l, with repeated as 4.9 mmol/l. The creatinine reagent lot number was 468338. The calcium reagent lot number was 428576. The glucose reagent lot number was 406384. The crp reagent lot number was requested, but not provided. The reagent expiration dates were requested, but not provided.

Manufacturer narrative:
The issue was caused by a contaminated sample probe.